Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. Information from the device memory showed multiple occasions in which the recorded temperature was below the indicated minimum of 0 °c with a low of -19.4°c alongside further low battery fails up to the last log entries on the 29th december 2024. During the investigation, no fault was found on the device that would have caused the low battery fails. The device performed to specification throughout testing at heartsine, the device delivered 1 shock with a test power supply, without fault. The pogo-pins, battery cable and pad-pak crimp connections were verified. No fault was found on the membrane tail or led drive circuitry. The device was temperature cycled from 0-50ºc for 7 days, using a test pad-pak, while performing a self-test every 20 minutes, with no failed self-tests recorded. The cause of the reported issue was determined to be storage outside of the indicated conditions.

Event description:
The customer contacted heartsine to report that their device did not begin voice prompts and the instructional leds flashed repeatedly upon powering the device on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device did not begin voice prompts and the instructional leds flashed repeatedly upon powering the device on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.c

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.